Event description:
It was reported that during a coronary artery bypass graft procedure, the surgeon noted that the balloon lost pressure. When the doctor aspirated back through the balloon port, blood was noted in the syringe. The catheter was removed and it was noted that the balloon had ruptured. The case was converted to a beating heart procedure with a left sided thoracotomy and was successfully completed.